Event description:
On (B)(6) 2011, customer reported that the lh 750 slidemaker was leaking. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found the tubing was pierced at fu1. Fse replaced dispense red stripe tubing at fitting union 1 (fu1). Repair was verified per established procedures.

Manufacturer narrative:
(B)(4).